Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgment due to twiddler's syndrome was observed on the atrial lead resulting in high pacing impedance. The device was reprogrammed to resolve the event and the patient was in stable condition.